Event description:
The patient's ventilator stopped working while he was on it. The ventilator will not ventilate and powers off on it's own, then turns back on and then powers back on, over and over. The patient was not harmed and was placed on his backup ventilator.